Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, it is likely that the scope connector leaked during user handling, resulting in the ingress of water into the device and causing an electronic component failure. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use. Warnings and cautions: caution. ¿·do not touch the electrical contacts inside the electrical connector. Ccd damage may result¿. ¿·turn the video system center cv-150 off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the video system center cv-150 on or off only when the videoscope cable is connected to both the video system center cv-150 and the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd¿. 3.6 inspection of the endoscopic system. Inspection of the endoscopic image. ¿4. While observing the palm of your hand, confirm that the endoscopic image is free from noise, blur, fog or other irregularities¿. ¿5. Angulate the endoscope and confirm that the endoscopic image does not momentarily disappear or displays any other irregularities¿. Chapter 5 troubleshooting. ¿if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿ on page 55. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿ on page 58¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found the electrical connector was corroded due to fluid ingress, resulting in a flashing (intermittent) image. It was also noted the endoscope image had noise and interference. The insertion tube was crushed between marks 0 to 20cm, and it was discolored. The adhesive on the angled end was discolored and split. The distal end cover insulation was very low. The up angulation was out of specification. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The bronchovideoscope was returned to an olympus service center for evaluation with a report that there was intermittent loss of image during a diagnostic bronchoscopy procedure. The procedure was completed with another device with a five-minute delay, and with no patient injury or harm reported due to the event.